Manufacturer narrative:
No moisture damage was found on the motor, battery tube or vibrator assembly. However, moisture damage was found on the electronics assembly. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
No blood glucose levels reported. The customer reported that the insulin pump was exposed to water after falling into the toilet. The customer reported that the holster of the insulin pump broke and the insulin pump fell thereafter. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.